Event description:
I went for my dental cleaning and the dentist observed that my gums had receded, my front teeth were loose due to improper fit of my lower retainer from smiledirectclub. FDA safety report ID # (B)(4).